Manufacturer narrative:
The cause of the event was most likely due to patient factors/condition. However, cause cannot conclusively be determined.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
It cannot be conclusively determined whether the moderate regurgitation was due to the "worsening of the patient's condition," an issue with the device, the procedure, or a combination of any/all of these factors. From the information provided, there is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. The cause of the moderate regurgitation and death remain unknown. A supplemental MDR will be submitted as new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that moderate regurgitation was observed one day after the implantation of a 31mm mitral pericardial valve. As reported, postoperative echo performed soon after the surgery did not reveal regurgitation and showed a good valve opening and closing. Due to worsening of patient's condition, one day later another echo was done which revealed moderate regurgitation. During follow-up it was learned that the surgeon advised to explant the valve but patient´s relatives refused it. The patient was discharged on post operative day six. However, it was learned the patient expired the following week due to unknown reasons.